Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the light source had scope communication error b30. The event occurred during inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue scope communication error b30. The subject device will not be sent back to olympus for further evaluation and repair. Updated fields: d8, h2, h6, h11 in addition, the following reportable malfunctions were identified during the device evaluation: degraded scope connector socket and no image a root cause could not be identified. Based on the results of the investigation, degraded connector socket led to error b30 and, therefore, no image was displayed. The most probable cause for the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.